Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received four appropriate treatments and four inappropriate treatments. The device was started up at 05:00:29 on (B)(6) 2023. At 12:02:35 on (B)(6) 2023, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 12:03:10, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm with pvc¿s. At 12:04:05, the patient received the first inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm. Post shock rhythm was sinus tachycardia @ 120 bpm with pvc¿s. At 14:34:07, an arrhythmia was detected. ECG shows vf. At 14:34:38, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm/sinus tachycardia from 60-120 bpm with pvc¿s. At 17:49:30, an arrhythmia was detected. ECG shows vf. At 17:50:00, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm. At 18:01:08, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 18:03:37, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm with pvcs. At 18:49:33, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs/nsvt. At 18:50:03, the patient received the second inappropriate treatment. Svt and nsvt contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs. At 18:50:33, the patient received the third inappropriate treatment. Svt and nsvt contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 110 bpm with pvcs. Post shock rhythm was svt @ 150 bpm with pvcs. At 18:51:05, the patient received the fourth inappropriate treatment. Svt and nsvt contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 110 bpm with pvcs. Post shock rhythm was sinus tachycardia @ 130 bpm with pvcs. The device was shut down at 18:51:31 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.